Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller was not working with the recharger for recharging the implant (ins). Pt said that they had been working with the reps to try and figure out what the issue was and the rep suggested that they call ps for replacement equipment. Pt said that when recharging the ins, the controller, recharger and lithium battery pack would get hot. Pt said that they would get a good recharging connection, however the equipment would stop since it was heating up and getting hot. Pt said that the ins wouldn't charge past 50%, but now they couldn't recharge the ins at all. Pt said that the charging was also slower. Pt mentioned that they just had their therapy settings updated like a week ago. An email was sent to the repair department to replace the controller, battery pack and recharger. Pt said that the issues had been going on for a while. Pt said that they had been working with a couple reps on the issue since june 6th and probably even prior to that; pt then said that they first notified the reps on may 5th. Pt's address was not on file, so agent sent an e-mail to prs. Additional information was received from the manufacturer representative (rep). Rep reported that they saw the patient to reprogram on (B)(6) 2024 and none of the above was mentioned by the patient at this visit. 2024-aug-29 e2 (rep): additional information was received from the manufacturer representative (rep). Rep reported they were not made aware of the event or heating. An outbound call was made to the patient. Pt reported that they managed to swap out the cable and that helped a little bit. The controller that was given to them, they couldn't "copy over to their battery pack" (pair to their implant). They had tried numerous times and was hoping to see someone from mdt to help troubleshoot when they went in for their procedure. Pt noted they were having a radio-frequency ablation (rfa) on their spine. Pt reported that when the device was heating up, it was excessive heating.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745bp, serial# (B)(6), product type: accessory; product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.